Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to position. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion resistance was met. The device was removed adn manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.